Event description:
It was reported that there was a significant residual volume left over even though the smiths medical solis vip pump indicated that the infusion was complete. The product problem was discovered at the end of therapy. No patient injury or complications were reported in relation to this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to the fact that it was noted that there has been a significant residual volume left over. The event log was downloaded to be reviewed. The date specified was not in the event log and this unit ran with continuous 2.6 ml. The report did not match what was reported. The technician tested the device and ran it the same as the customer but for a shorter time. It was ran for a continues 2.6ml/hour test for 20.5 hour accuracy at -11.62%. The customers complaint was confirmed. The cause of the issue is unable to be determined. The deltec test revealed an accuracy of +3.721%. The device was recalibrated and the deltec test was re-ran and now accuracy is +1.871%. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.